Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, h6.

Event description:
Healthcare professional reported "pain, loss of breast shape and capsular contracture, baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e1: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain, loss of breast shape and capsular contracture, baker grade iii". This record is for the right side. Device was explanted.